Event description:
It was reported that the system 9800 stopped operating during a fluoro procedure. The operator smelled smoke and the system displayed :charger error." The system was replaced and the procedure completed without further incident. There was no adverse patient involvement reported.